Event description:
The nurse of (B)(6) male pt called zoll customer support to report damaged battery contacts on the pt's battery charger/modem. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (damaged battery contacts) has been confirmed. Upon investigation contamination was found on the battery connector. The root cause of the contamination was ingress of a foreign material into the battery connector. No adverse event resulted from the contaminated charger/modem battery connector. The pt received a replacement charger/modem.